Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation was observed between the dark blue female connector and the light blue main body. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap transfer set. It was further described as "dark blue part of the transfer set separated and coming off with cycler patient line connection". This occurred while the patient was training to do a temporary disconnect while on a cycler during automated peritoneal dialysis (apd). As a result, the apd trial treatment was stopped and a new transfer set was applied at the clinic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.